Manufacturer narrative:
Method: graft was not returned to rti for evaluation, therefore a re-review was performed of the manufacturing records, sterilization run reports, environmental monitoring results, quality control/assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: one departure was noted associated with air conditioning shutdown during processing for lot nz13490181. There was one excursion during environmental monitoring review associated with non-viable air results (particulate). Investigation results indicated that there was no impact or risk to sterilization process. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for lot nz13370125 were acceptable. To date, rti has distributed 32 xenografts from the lot without related complaints. Conclusion: the device was not returned for evaluation. Records re-review results indicated that graft ID (B)(4) met all specification requirements and release criteria at the time of distribution. No related complaints were noted associated with this lot. Based on our records re-review and the info provided, this event is unlikely related to the xenograft implant.

Event description:
Rti surgical, inc. (Rti) and (B)(4), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2015 reporting that the pt had a bovine pericardium graft implanted on (B)(6) 2015 and it seemed to have dissolved to quickly, creating a cerebrospinal fluid (csf) leak. Revision surgery was needed on a different day. The pt has a history of chiari malformation with cervical syrinx.

Event description:
Rti surgical, inc. (Rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received patient medical records on (B)(4) 2015 from the surgeon's office (dr. (B)(6). The patient, a (B)(6) year old, male, presented in 2014 with a history of nystagmus and progressive ataxia. MRI of the brain was consistent with chiari malformation and basilar impression resulting in severe syrinx of the cervical spine (from c2-c3 through c5-c6). On (B)(6) 2015, he underwent a suboccipital craniectomy with c1 and c2 laminectomy with duraplasty utilizing bovine pericardium implant. There were no leaks noted after performing valsalva maneuver. The patient tolerated the procedure well. Approximately 3 days post operative, he developed a cerebrospinal fluid (csf) leak requiring wound oversewing and was started on broad spectrum antibiotics on (B)(6) 2015, a lumbar drain was placed due to persistant csf leak. On (B)(6) 2015, the patient underwent irrigation and debridement due to purulent drainage noted at the wound site. During the procedure it was noted that the bovine pericardium implant had several tears within the center, despite an intact suture line. The implant was removed and a duragen patch was implanted. Vancomycin powder was placed on the area. On (B)(6) 2015 the patient became disoriented and developed hiccups, hallucinations and focal seizures, prompting the start of phenytoin. On (B)(6) 2015, he was seen by infectious disease specialist for evaluation of antimicrobial therapy for pneumonia and epidural abscess. Vancomycin, ceftazidime and metronidazole were started. Chest xray on (B)(6) 2015 showed multifocal patchy airway disease suggestive of an infectious process. CT scan of the head on (B)(6) 2015 showed a stable pneumocephalus with decreased ventricular size suggestive of adequate csf drainage. A pneumologist was consulted as well for evaluation of increase oxygen requirements. He was placed on a bipap with a diagnosis of hospital acquired pneumonia vs pulmonary embolism. Patient was seen on (B)(6) 2015 at the clinic with complaint of csf leakage since the day prior. He has been neurologically stable and doing well. The wound was oversewn. No further medical records were received.